Event description:
Related manufacturer reference number: 2017865-2022-42881; related manufacturer reference number: 2017865-2022-42887. It was reported that the implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and right atrial (ra) lead exhibited noise. The physician elected to explant and replace the ICD and cap and replace the rv and ra leads. The patient condition was stable.

Event description:
New information indicates that the noise was due to leads and not the ICD. It was also noted that the ICD, rv lead, and ra lead were deactivated and left implanted on the left side of the patient. A new system was implanted on the right side of the patient.